Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and found that the door and the rotor became stuck due to fallen drapes. The rotor was found to be jammed. The jam was cleared from the rotor and door. The collimator shutters were also stuck. The representative was able to clean and adjust the existing collimator. The firmware was reloaded to the rotor controller and the issue was resolved. No parts were replaced. No parts have been returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure, when the imaging system was booting up it displayed collimator error. There was no patient present when this issue was identified.